Manufacturer narrative:
The adverse event reported describes an anticipated side effect according to the insightec IFU. This complaint was received from the patient through insightec's website and was received with limited details. This adverse event is reported with the information reported by the patient. No additional information could be gathered from the treating site. If more information is gathered in the future, this report will be updated.

Event description:
Patient underwent focused ultrasound treatment to treat essential tremor. Following the treatment, the patient also experienced weakness on the right side and balance issues.